Manufacturer narrative:
The test p-cap does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call by the customer's daughter that the customer experienced low blood glucose on with blood glucose of 49 mg/dl at the time of the incident. The customer used food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as this was a past event. The caller reported a missing retainer ring but the reservoir was locking in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
The test p-cap does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip.